Event description:
A patient was referred for the prophylactic replacement of their generator. During preoperative preparation the patient device was interrogated and a warning of high impedance was observed. Diagnostics were then performed and it was noted that high impedance greater than 10,000 ohms was seen. The patient's lead and generator were subsequently replaced. The explanted lead has not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that there was a lot of scar tissue built up on the patient's nerve, additionally, the lead was noted to have fallen off the nerve. This likely is attributing to the high impedance. The scar tissue could not be dissected safely. No other relevant information has been received to date.

Event description:
The explanted lead was disposed of by the explanting facility. No product return is expected. No additional relevant information has been received to date.